Event description:
Two pts have rejected a 14mm fixation button within a month's time post-operatively. Surgeries were performed within a few days from each other approximately one month ago. "Symptoms were redness, swelling where the buttons were implanted. One wound acutally separated." Both fixation buttons were removed. Culture was negative in both cases. Customer is not saying the problem was with the fixation buttons. They are just trying to rule them out. Infection control nurse confirmed that when the buttons were removed from each pt, it was not necessary to pursue further fixation. She also stated that the surgical center feels the reactions were from the wire suture that was used in each case. Both pts are currenlty doing well.